Event description:
It was reported that during implant the atrial lead was difficult to insert into the atrial port. The physician eventually used silicon oil and lead was inserted. The physician noted that during the insertion process he may have bent the lead. All measurement were normal and within range. The device remained implanted.

Manufacturer narrative:
(B)(4).